Event description:
It was reported that there was a leakage in the anesthesia system. There is no information whether there was any patient involvement or if it was during system checkout. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been finalized. Additional information states that the device failed the leakage test during system checkout (sco). The reported leakage problem was solved by the customer by replacing the patient cassette which was very worn. The replaced patient cassette was kept by the customer and was therefore not returned for investigation a complete set of device logs was received. The test log does not cover the reported event date, however, the event log contains a recorded sco failure on the event date. The event log contains no test details, and therefore, the test failure details cannot be verified in the log. Our conclusion which is based on the received information, is that the cause of the system checkout failure was a worn patient cassette. A correction of field h4- manufacture date was needed. H4- manufacturer date: corrected from 07/10/2015 to 06/29/2015.